Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. There was evidence that the device has been used. During a visual inspection of the device, a bend in the needle was confirmed when the handle was manipulated and the needle was advanced outside of the sheath. The device was received with the handle and needle in the retracted position. Several bends throughout the sheath were observed. A measurement of the location of the bends were taken, all from the distal end of the proximal handle with the device in the retracted position and the bend locations were 2.4 cm, 53 cm, 136 cm, and 139.8 cm. During a visual examination when the needle was fully advanced there were two bends in the needle at 1 cm and 5.1 cm. The bends in the needle could make it difficult to penetrate the targeted site. A visual inspection of the bevel of the needle was performed, and the bevel was uniform and fully intact. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use states: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." It is possible that if needle is against or inside a hard mass while the user applies force and manipulates the directional controls of the endoscope, this could contribute to severe bending of the needle near the distal end. The instructions for use give step by step instructions for adjusting the length of the extended needle. The length of the extended needle may be adjusted zero (0) to eight (8) cm. The instructions for use state: "with ultrasound endoscope and device straight, adjust needle to desired length by loosening thumbscrew on safety ring, and advancing it until desired reference mark for needle advancement appears in the window of safety ring. Tighten thumbscrew to lock safety ring in place." Failure to follow the instructions for adjusting the needle length could result in excessive needle length for the procedure. The instructions for use state: "note: number in safety lock ring window indicates extension of needle in centimeters." Kinks and bends can occur if the device experienced excessive pressure during use. Prior to distribution, all echotip ultra endoscopic ultrasound needles are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
The following was reported on 02/16/2017: in preparation for an endoscopic ultrasonography-fine needle aspiration (eus-fna) procedure, the user selected a cook echotip ultra endoscopic ultrasound needle. The physician noted a large ninety (90) degree kink in the sheath prior to eus-fna. He opted to open another of the same device to complete the procedure. The device was not used. The device was received for evaluation on 03/09/2017. There was blood present on the device indicating that it was used. There were also kinks in the distal end of the catheter and needle.